Manufacturer narrative:
Failure analysis found cracked reservoir tube lip and minor scratches on display window noted during visual inspection. Failure analysis also found failed battery test alarm due to bent battery tube spring. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a battery out limit alarm and a failed battery test alarm. The customer stated the insulin pump became unresponsive after the failed battery test alarm. Customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.